Event description:
It was reported that on (B)(6) 2022 a patient was treated for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis. The main trunk device was extended with gore® excluder® aaa endoprosthesis contralateral leg endoprostheses. During the procedure, the trunk device landed 5 mm below the left renal artery. The physician declined to reconstrain and reposition due to the patient's poor kidney condition. The right internal iliac artery was intentionally overstented. At the conclusion of the procedure, imaging reportedly showed distal migration of 15 mm and overstenting of the left internal iliac artery. The physician is taking a wait and see approach and is currently monitoring the patient for potential complications.

Manufacturer narrative:
Device remains implanted. Gore® excluder® conformable aaa endoprosthesis (sn (B)(4)). Imaging has been requested from the physician so a product evaluation can be carried out.

Manufacturer narrative:
Medwatch #3007284313-2022-01926 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.